Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with blood glucose of 250 mg/dl. The customer experienced vomiting due to high blood glucose. Customer stated that troubleshooting was done for high blood glucose. The customer was not using auto mode smart guard feature at time of incident. The insulin pump will not be returned for analysis.